Manufacturer narrative:
Additional information: cec adjudicated mi of an unknown vessel. Event date adjudicated as 19 dec 2019. Correction: event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute integrity des was implanted in the circumflex. Approximately 09 months post index procedure, patient suffered from coronary artery spasm and target vessel mi. Patient was hospitalized and treated with conservative treatment . Safety assessed that the event was unlikely related to index device and not related to antiplatelets medication. Patient recovered.